Event description:
Hcp reports pt complaint of no stimulation after setting off a store security device. Pt presented to clinic for troubleshooting and reprogramming of spinal cord stimulator. Hcp reports pt receiving adequate stimulation coverage at discharge. No report of device explanation.